Event description:
The zcb00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). On (B)(6) 2024 posterior capsule opacification (pco) was noted during a yttrium aluminum garnet (yag) evaluation and a yag laser capsulotomy procedure was performed that day. The patient can perform her daily activities as she did prior to the surgical procedure. Best corrected visual acuity (bcva) pre-operative was 25 and post-operative was 20. Patient prognosis was reported as fully recovered. The iol directions for use were followed. The suspect iol is not available for return as it remains implanted in the patient's eye. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section a-4 patient weight: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.